Event description:
Edwards has learned of a 27mm mitral pericardial valve explanted due to mitral regurgitation after an implant duration of four (4) years, four (4) months, and twenty-five (25) days.

Manufacturer narrative:
(B)(4). Evaluation summary: heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 12mm. Host tissue folded the free margin of leaflets 1 and 2 towards the outflow aspect and created the gaps between leaflets 1 and 2 and also between leaflets 2 and 3. Host tissue fused all leaflets at the commissures at the outflow aspect, by approximately 4mm at commissure 1, 5mm at commissure 2 and 3mm at commissure 3. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was heavy at the stent outflow and minimal at the stent inflow. Host tissue restricted mobility in the leaflets and led to stenosis. Minimal calcification was observed within the cusp area of leaflet 1 near commissure 2 and leaflet 3 near commissure 1. The x-ray demonstrated calcification. Method: = x-ray. The product evaluation confirmed the probable cause for customer report of "regurgitation" due to heavy host tissue overgrowth. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, the cause of the reported regurgitation is most likely due to patient related factors. However, no patient history has been provided. What is known is this is a very young patient, roughly 20 years at implant of this device, which is a contributing factor. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.